Event description:
Per complaint (B)(4), patient experience numbness and nerve damage during the clinical procedure.

Event description:
Per complaint (B)(4), patient experienced numbness and nerve damage during the clinical procedure.